Event description:
Reported that during a laparoscopic gastric bypass, the device fired an incomplete staple line. The device was reloaded and fired malformed staples. The procedure was completed with additional sutures. There was no adverse consequence to the patient.